Event description:
Consumer alleges the unit gets too hot and it allegedly burns her. On 05/07/2025, consumer alleged that the tech came out and sprayed the unit with wd 40 and she is on her way to the doctor's office. She has respiratory issues and allegedly can not breathe.

Manufacturer narrative:
The chair including its heating pads functioned as designed. There was evidence of lubricant on the frame. The technician notes indicate the use of lubricant. The evaluator could not smell the lubricant or determine if it caused the alleged breathing issues.

Event description:
Consumer alleges the unit gets too hot and it allegedly burns her. (B)(6) 2025 consumer alleged that the tech came out and sprayed the unit with wd 40 and she is on her way to the doctor's office. She has respiratory issues and allegedly can not breathe.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued. Filing MDR on this date since more information has become available since the original date of notification.